Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deep brain stimulation (dbs) surgery, the surgeon discovered the lead was bent at the proximal end after taking it out from the package. They proceeded but the connectivity test failed all the time with the lead testing cable. The surgeon checked the integrity of that lead again, and the stylet was not moving smoothly within the lead. The lead was never implanted in the patient, so no impact to patient at all. The suspected cause was a product defect. Another lead was opened for replacement. The connectivity test and impedance were okay. Therefore, it was suggested that the previous lead caused the issue. The surgery was completed successfully with the replacement lead.